Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding an I-stat prothrombin time (pt/inr) unexpected result. On (B)(6) 2012, I-stat: (B)(4). Sysmex ca 500 series: 4.5 (lab, no repeat). (B)(4) indicates no clot was detected. The pt was dosed with 5 mg vitamin k based on the I-stat result. The customer states that vitamin k may be given for an inr between 5.5 and 9. The customer believed the inr to be >8. Based on the info available, there was no injuries associated with this event.

Manufacturer narrative:
(B)(4).